Event description:
It was reported that during surgery on (B)(6) 2023, the device was not cutting properly during a split thickness skin graft surgery. There was a patient involved but no harm or impact reported. There was a surgical delay of 10 minutes. Due diligence is in process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.